Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope was hooked up to a monitor but could not display an image when using the olympus colonovideoscope. There was no patient injury reported.